Event description:
It was reported to philips that the device experienced no EKG waveform signal. There was no report of patient involvement.

Manufacturer narrative:
The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG trunk cable and lead set. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG trunk cable and lead set. The customer has ordered the parts to rectify the reported problem. The device remains at the customer site and no further evaluation is required at this time.